Event description:
A consumer reported that the philips one power toothbrush caught fire while charging. No injury or property damage was reported.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.